Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the carotid artery using a neuron select catheter 5f (5f select) and a stent (unknown). During the procedure, the 5f select was advanced from the radial artery to the target vessel. The physician torqued the 5f select and noticed under fluoroscopy that the 5f select fractured. The fractured distal segment of the 5f select was successfully snared from the patient. The procedure was successfully completed using a non-penumbra catheter (unknown). There was no report of an adverse effect to the patient. The patient was later discharged home.